Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hand assisted sigmoid colon resection, while firing the stapler, the device did not fire. Patient incurred tissue damage, there was a tear in the bowel as a result of the issue. Patient outcome is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic hand assisted sigmoid colon resection, while firing the stapler, the device did not fire. Patient incurred tissue damage, there was a tear in the bowel as a result of the issue. Patient outcome is unknown.